Event description:
While using the harmonic ace instrument, the jaws had a teflon coating that started to peel off while in use. Instrument was immediately removed from use. There was no harm to the patient. The device was given to the materials coordinator.